Event description:
A smiths pca pump recently malfunctioned when a nurse was programming it for use on a patient. The pump lost its hospital defined settings and became accessible for user-defined programming. The nurse recognized the non-standard programming screen that was displayed and removed the pump from service. The pump did not reach a patient and logged the event as an error in its internal history log. The hospital uses defined settings to limit the potential for programming error. Several years ago we implemented programming steps to "lock out" options on the pca pumps to reduce the opportunity for user programming errors. Over the past 18 months we have had 4 pumps with this issue. When powering on for patient use, we experienced an internal error message and the pump reverts back to the original factory default settings. This essentially removes an important patient safety feature of pca pump usage and creates an opportunity for serious medication delivery errors to occur. The fourth device failure occurred last month and we have retained this pump at our facility. Three (3) of the four (4) device failures have occurred on pumps that were manufactured in 1999. The remaining pump involved was manufactured in 2003.